Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. However, during deployment, the clip would not detach from the clip delivery system (cds). Troubleshooting was performed; gripper line was accessed. The clip was able to be detached from the cds and deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.